Event description:
During case, a 30ga. Irrigation tip from dr. Muresan's micro instrument tray broke from the syringe. Both pieces were recovered and removed from sterile field. Clinician and charge nurse notified. No harm to patient.